Event description:
It was reported that thrombosis occurred. It was reported that nrg transseptal needle selected for percutaneous left atrial appendage closure, procedure. During transseptal puncture, a bright echogenic structure measuring approximately 5 mm was observed at the tip of the system on transesophageal echocardiography (tee) immediately after the radiofrequency (rf) needle and sheath were advanced from the superior vena cava (svc) to the fossa ovalis. This structure had not been visible at the start of the procedure, raising suspicion for a catheter-associated thrombus. As a precaution, the system was promptly removed, and aspiration was performed. After confirming that no thrombus or clot remained, the septal puncture was repeated using the standard technique, and the watchman device was successfully implanted. At the start of the procedure, 5,000 units of heparin were administered. The activated clotting time (act) at the time the thrombus was identified measured 285 seconds. The patient was extubated without complications and returned to the room in stable condition. The procedure was completed successfully using the original device. No further patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem correction to the initial MDR in block(s) report source (other) (g2), in section g - manufacturing site. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. It was reported that nrg transseptal needle selected for percutaneous left atrial appendage closure, procedure. During transseptal puncture, a bright echogenic structure measuring approximately 5 mm was observed at the tip of the system on transesophageal echocardiography (tee) immediately after the radiofrequency (rf) needle and sheath were advanced from the superior vena cava (svc) to the fossa ovalis. This structure had not been visible at the start of the procedure, raising suspicion for a catheter-associated thrombus. As a precaution, the system was promptly removed, and aspiration was performed. After confirming that no thrombus or clot remained, the septal puncture was repeated using the standard technique, and the watchman device was successfully implanted. At the start of the procedure, 5,000 units of heparin were administered. The activated clotting time (act) at the time the thrombus was identified measured 285 seconds. The patient was extubated without complications and returned to the room in stable condition. The procedure was completed successfully using the original device. No further patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the usual perfusion was not performed. CT evaluation was performed in screening, and tee evaluation was performed preoperatively. The first intraoperative act measurement was taken immediately after this event. Act was at 285. A thread-like blood clot was noted on the tip of the catheter.